Event description:
It was reported that the patient underwent a surgical procedure to explant this tactra malleable penile prosthesis for unspecified reasons. All components of the existing device were explanted and replaced with a new inflatable penile prosthesis (ipp). No further information was reported.